Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs system 1/laboratory results were obtained: 7.1 inr/5.0 inr, 1.8 inr/1.26 inr, 2.9 inr/2.06 inr, 3.1 inr/2.34 inr, 3.4 inr/2.44 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 80% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. After the lesion was dilated with an unknown balloon, the physician wanted to implant a 5.0x24mm taxus liberte stent into the proximal right coronary artery, however, they were unable to cross the lesion. The physician found that the stent struts were raised. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.